Manufacturer narrative:
The technician found the screw in the hex rod was broken which did not allow the casters to engage into brake. The technician replaced the screw and hex rod to repair the stretcher.

Event description:
Information rec'd indicates the brake is not engaging from either end of the stretcher.